Event description:
Narrative from operative report: at the end of procedure limited left femoral artery angiogram revealed the absence of any significant disease. Angio-seal was used for closure. When the collagen plug was attempted to be advanced under tension the thread of the angio-seal uncoiled and the device could not be successfully deployed. The remainder of the device was collected for submission to the company. Narrative from staff: the physician was using an angio-seal closure device to close the left femoral artery following a diagnostic heart cath. During the closure of the artery, the device failed. The staff in the room immediately held manual pressure on the groin but the patient did develop a small, compressible hematoma. The physician did consult vascular services and further diagnostic tests were ordered to minimize complications. The patient remained hemodynamically stable throughout and was transferred to ipr for post care and further testing.